Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a vats lobectomy, the instrument was firing slow. It would actually stop at some point. He didn't feel it was thick tissue, so the rep didn't want to take a chance. The device was given back to scrub nurse. Current patient status is fine. They opened another tray and used a different instrument. There was no impact to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one powered handle and 1 stapler adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter and handle noted no abnormalities. During functional evaluation, the subject adapter was recognized by the pmv test handle. The subject handle fired over test media satisfactorily. The reported conditions of partial firing and fires slow were not replicated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.